Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the navigation system became unresponsive halfway through the procedure. It was noted that the system was not tracking but the system displayed the reference frame could be tracked, even after adjusting the camera to not see the frame. The application software exited without prompt from the user. A subsequent restart did not restore functionality as the site could not get into the application screen of the software. The site restarted the navigation system two additional times to restore functionality. There was a reported delay to the procedure of forty five minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.